Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the burr could not be attached to the device and was coming off. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.